Manufacturer narrative:
Head section assembly.

Event description:
It was reported by service report that the head section was stuck in the retracted position. No pt involvement or adverse consequences are reported.